Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the burned plastic distal end cover was traced to component failure. The most probable cause of the foreign material in the nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle and a burned plastic distal end cover. There was no patient involvement.